Event description:
The following was reported to hamiton medical ag: teslaspy has red x. Brought to biomed shop as it kept alarming. Reset teslaspy but red x occurred again after putting back in service. No health consequences or impact. No patient involvement reported.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: teslaspy has red x. Brought to biomed shop as it kept alarming. Reset teslaspy but red x occurred again after putting back in service. No health consequences or impact. No patient involvement reported.